Event description:
It was reported that a pump experienced system error 105 - pic motor error alarms. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Evaluation confirmed reported symptom through the history log but could not reproduce, the device meets specification for the reported symptom of "system error 105". Review of history log shows multiple events of ec105 and the motor assembly were replaced as it is a known contributor to the reported symptom.